Manufacturer narrative:
(B)(4). This lot was manufactured from october 29, 2013 to october 30, 2013. Evaluation summary: the device was received for evaluation. A visual inspection identified black particles, ranging between 0.08 to 0.20 square mm in size, embedded in the material of the stressmember component. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its "reservoir/stressmember." The reporter stated that the mark was embedded. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.